Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During the last fitting session the audiologist could not perform telemetry measurements due to a suspected device malfunction. This was the first time this occurred with this user. The user reported that she had no auditory sensation with the device since last week..

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
Device malfunction is suspected. The recipient reported that she had no auditory sensation with the device since the week before. The user was explanted. The recipient has been reimplanted.

Manufacturer narrative:
Additional information: as per the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. In addition, in situ measurements show one channel with li impedance due to undetermined reasons. However to determine an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Device malfunction is suspected. The user reported that she has had no auditory sensation with the device since last week. Re-implantation was suggested but no date has been set for the surgery.